Event description:
The customer alleged that seven employees experienced symptoms when working around the sterrad unit. The fifth of the seven employees experienced red eyes, dryness of skin, nausea, and runny nose. The customer stated that the symptoms have resolved. The customer did not seek medical attention. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse reported the following: performed a planned maintenance (pm) and replaced the oil mist filter. The fse verified the system, met the manufacturer's specifications. The fse performed an empty chamber cycle successfully. Reference mdrs: 2084725-2009-00079, 2084725-2009-00083, 2084725-2009-00045, 2084725-2009-00084, 2084725-2009-00080, 2084725-2009-00081.